Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of memory noted no suspicious fault codes or resets. The battery voltage was lower than expected, but still supported full device function. Detailed analysis determined that this device was demonstrating a high current drain associated with compromised low voltage capacitors that resulted in this device battery depleting faster than expected.

Event description:
It was reported that the pacemaker was suspected to have premature battery depletion. A request was made to have data from this device analyzed, as the battery had decreased from 10 years in 2017 to 2 years remaining recently. Data analysis confirmed that the power consumption had been gradually increasing and was expected to continue to increase. Technical services recommended a device replacement, however the device remains in-service at this time. No adverse patient effects were reported. Additional information was received that this device was explanted and returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that the pacemaker was suspected to have premature battery depletion. A request was made to have data from this device analyzed, as the battery had decreased from 10 years in 2017 to 2 years remaining recently. Data analysis confirmed that the power consumption had been gradually increasing and was expected to continue to increase. Technical services recommended a device replacement, however the device remains in-service at this time. No adverse patient effects were reported.

Manufacturer narrative:
3191 code was used to denote surgical intervention.

Event description:
It was reported that the pacemaker was suspected to have premature battery depletion. A request was made to have data from this device analyzed, as the battery had decreased from 10 years in 2017 to 2 years remaining recently. Data analysis confirmed that the power consumption had been gradually increasing and was expected to continue to increase. Technical services recommended a device replacement, however the device remains in-service at this time. No adverse patient effects were reported. Additional information was received that this device was explanted and returned for analysis. No adverse patient effects were reported.